Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the transmitter lost connection with the pump for an unknown duration of time. No additional patient or event information was available. The customer declined assistance from tandem technical support regarding the issue.